Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery several times. The patient's blood glucose at the time of incident is unknown. The infusion set was changed five times but the alarm persisted. Additionally, the action button no longer functioned. The insulin pump will be returned for analysis and a replacement device was shipped to the customer along with a box of infusion sets.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. The keypad connector on the lcd board was inspected and properly connected. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.